Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tip was bent on the mega needle driver instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The tips were not bent and were in proper condition. Failure analysis investigation also found the instruments grip cables were broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. There were scratches on the surface of the distal pulley. No other damage was found.